Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump experienced multiple intermittent resets. The pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose level was 228 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.